Event description:
Baxter interlink system buretrol solution set 105" / 150ml with noted defect where the IV spike line connects to the buretrol chamber. The connection leaks and comes off the connection site.